Event description:
Additional information received that the patient experienced bacteremia. No additional adverse patient effects were reported.

Manufacturer narrative:
No further information concerning this report is available at this time. The investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead was part of a system revision due to infection and sepsis. It was reported that there was growth on a lead, and the patient was treated with intravenous antibiotics. There were no additional adverse effects reported. This rv lead was explanted.